Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the troubleshooting indicated issue with the infusion set site within 3 or more hours after insertion at abdomen. The patient reported the blockage is located at the site. No further information available.